Manufacturer narrative:
The ge service rep found that this has been an on going problem with this sysem. The x-ray controller has been replaced as well as the x-ray foot switch. Further investigation revealed the monoblock had a click during the error. A new monoblock was found to be defective, without output. The rep replaced the ps2 power supply. The system operates as intended.

Event description:
The customer reported that the system did not fluoro and displayed an error message which said x-ray switch stuck.